Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2016-04000. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose in the 500 mg/dl range. They changed the infusion set and treated with the insulin pump, but when trying to bolus the numbers ramped up. Spouse also reported that the display screen is faded and when pressing a button, the numbers on the left seem like .0, then 1.7 then it goes to 1.1. They stated that the high blood glucose may have been caused by the cannula being bent. They changed out the set and primed again. Blood glucose value was 400 mg/dl. Customer's spouse had been checking her blood glucose every hour and the last reading was 475 mg/dl. It was advised to discontinue the use of the device and revert to back up plan due to the display not being legible and the blood glucose level being high. Customer would start the process to purchase new insulin pump. The insulin pump would be replaced with a loaner device. Product was not returned for analysis.